Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lower anterior colon resection, the anastomosis failed the leak test. A second circular stapler was opened. After more dissection, the second device was fired but it also resulted in a leak.